Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a bleeding display. The customer also reported that the display had pixel damage and it started spreading. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump was dropped. The customer stated that the display was getting hard to read and some of the screen does not display. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
No belt clip received with unit. Unit passed displacement test. Unit received with partial display due to bleeding display glass, cracked display window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and broken belt clip slot.